Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-01004. The pt received her scs system on (B) (6) 2008 which included two percutaneous leads placed in the occipital area (off-label location). It was reported that one of the leads had migrated. The lot number was not recorded, so this report documents both lot numbers. The physician repositioned the lead on (B) (6) 2008. No devices were explanted and none were returned for eval. F/u on the pt found no further issues reported.

Manufacturer narrative:
Device 2 of 2. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.